Event description:
A medtronic representative reported that often when the user is loading CT exams that have very small slice thickness and spacing and a large number of slices, (500-800), the 3d model does not build properly. Also, the rep noticed during on site troubleshooting that exams with number of slices around 800 cause the system to become unresponsive or unexpectedly exit from the ent application. Since this event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
This occurrence will not be added to the existing test track record as that record was closed with the release of the fusion ent 2.2.2 software which incorporated the fix for this anomaly.